Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. Five days after onset, the patient began treatment for the peritonitis with ceftazidime, (ip) intraperitoneally, (dose and frequency not reported) and cefazolin, ip, (for five days, dose and frequency not reported). On an unreported date, in the same month as onset, treatment with ceftazidime was discontinued and the patient was recovered from the peritonitis event. It was not reported, if dianeal/extraneal therapies were ongoing. No additional information is available.